Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that they did not do anything specific that caused stimulation to turn off. They stated that they believed the battery life was more than 30% and on. It was reported that it did stop the pain when it was turned back on. (Patient reported that they were 173 lbs at the time of the event, previously reported as 175 lbs).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they could not identify what caused the issue, but the issue was resolved.

Event description:
Information was received from a patient's representative regarding the patient's implanted neurostimulator (ins).  They reported that the stimulation was off.  They stated this had happened a year or so ago and again a couple days prior to this call.  The pt's back was bothering them and the caller noticed that the controller said stimulation was off again. Caller needed assistance turning stimulation back on. Agent walked caller through removing the battery pack and re inserting the battery and caller confirmed controller turned on. Agent helped caller turn stimulation on. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.